Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Although the suspect device has not been returned for evaluation, performance testing was conducted by the supplier of alphatec targeting needles. Testing consisted of ultimate push (insertion of the device), ultimate pull (extraction of the device if stuck), and ultimate torsion (twisting of the device for insertion or extraction). The supplier found that device functions as intended. No discrepancies or assignable causes were detected during their root cause investigation.

Event description:
The top continues to break on the 79701 targeting needles.